Event description:
It was reported by the pt's attorney that as a result of the device, the pt has suffered persistent urinary incontinence, urgency and frequency, and pelvic pain related to erosion of the device. The pt had the device surgically removed and replaced with a mesh by a different manufacturer.